Event description:
At the end of the saphenous vein harvesting procedure, the anesthesiologist noticed that the pt's abdomen had risen and the eyes were puffy. The cvp went from 20 mmhg to 28 mmhg and the end title volume went from 30 to 60. The procedure was stopped and co2 gas was turned off. The pt stabilized and the procedure was completed by making an extra incision in the groin. No additional pt complications were reported.